Event description:
It was reported that, "5 months out and the cup spun out. In initial implantation and 45 degrees of abduction, spun out into horizontal plane.

Manufacturer narrative:
Device and additional information have been requested.